Manufacturer narrative:
Additional information was provided in h.3.,h.6.,h.10. The product was not returned. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were provided. The product investigation could not identify a root cause for the reported complaint. Follow-up attempts for more details of the event were made. Information was provided indicated "lens removed and replaced with another lens". The specific replacement lens model/diopter were not provided. No additional information has been provided at this time. File will be reopened when more information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, scratch was noticed after implantation and the lens was removed and replaced with new lens during the initial procedure and there was no patient harm.